Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. (B)(4). (B)(4) - catalog-1650de, exp date-2017-06-28, MFR date - 2016-06-28, UDI number- (B)(4), return date -2017-01-23. (B)(4) - catalog-1650de, exp date-2016-02-22, MFR date -2016-02-28, UDI number- (B)(4), return date-2017-01-23. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery was charged and then connected to the controller. Soon after, the battery showed that it was discharged. This happened when there was 70% charging left and more on the controller´s left port. The batteries were replaced. There was no impact to the patient. During internal analysis of (B)(4), a weak welding point was discovered which most likely could have contributed to an increased discharge rate given unique power and flow characteristics. This event could potentially cause or contribute to loss of power or a pump stop.  A full investigation is in process.

Manufacturer narrative:
One controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that (B)(4) passed visual examination and functional testing. However, (B)(4) passed visual examination and failed functional testing due to a faulty weld. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The manufacturer has an internal investigation on momentary disconnections. Faulty welds are also currently being investigated by the manufacturer. The most likely root cause of the power switching event can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported event can be attributed to a faulty weld and momentary disconnections between the controller and the batteries. Additional devices for this event: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.